Event description:
Nursing staff noted that there is no filter needle in the lumbar puncture tray, although the kit does contain an ampule of lidocaine intended for injection. When asking a physician who uses the tray routinely, the md replied that he draws up the med from the ampule and injects it without using a filter needle. He typically uses this particular lumbar puncture tray, which does not have a filter needle included, but would prefer to use a filter needle when drawing the lidocaine. The nursing staff now includes a separately purchased filter needle for him when they provide him the tools for the procedure. The hospital must continually educate the new nursing staff to include a filter needle for the md when using this lumbar puncture tray.of note, the labeling on the tray has the phrase "includes safety components" in large, italicized, circled font. Lippincott nursing practice manual and the american journal of nursing both cite that the standard of care when drawing up medication from an ampule for injection is to use a filter needle. Staff recommend that the manufacturer include a filter needle in the kit, especially since it is advertised on the packaging front to contain safety components. Manufacturer response (as per reporter) for lumbar puncture tray, safety lumbar puncture traya copy of this report has been faxed to the manufacturer